Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 130-150 mg/dl. Customer resumed insulin therapy on the pump and will contact their health are provider for back up insulin therapy if needed.